Event description:
Caller reported aviva system blood glucose results of 59 mg/dl, 136 mg/dl, 143 mg/dl, 109 mg/dl, and 68 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.